Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal battery depletion.

Event description:
It was reported that during a routine device change out, the pulse generator went into backup vvi mode after suspected electrocautery interaction and exhibited loss of output. The device was explanted and replaced.